Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open esophagectomy, the device did not fire, and the tissue was not cut or stapled. The orvil was placed in the esophagus, and the device was going through the chest wall. The surgeon guided the device too the anvil and felt it click. They looked inside the incision and from what they see it was closed. When they fired the device they heard a click but when they removed the device, the anvil was not attached. It appeared that no staples were fired and the tissue was not cut. The device handle fully squeezed so that the metal underside of the handle contacted the device body to the fullest extent. The tissue was stapled free from any metal clips. The green bar was visible in the indicator window. They used another device and it worked as normal. There was no patient injury.